Manufacturer narrative:
This report is submitted on july 10, 2023.

Manufacturer narrative:
This report is submitted on may 30, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to incorrect placement. The patient was reimplanted with a new cochlear device during the same surgery.